Event description:
It was reported that the lead insulation had been damaged and after removing the percutaneous extension after the trial and prior to inserting the new extension for the permanent implant, they noticed that the insulation on the distal end of the lead had peeled back and there was insulation separation. It was noted that the lead had been placed two weeks prior for the trial. Four days later, it was reported that the lead was left in the patient and an impedance test was done. It was noted that the cause of the issue was not determined and the patient seemed to be ¿doing just fine.¿

Manufacturer narrative:
Product ID 3889-28, lot# va0hay0, implanted: 2014 (B)(6); product type lead product ID 3095-10, serial# (B)(4); product type extension. (B)(4).